Event description:
It was reported, that the patient's right ventricular (rv) lead exhibited failure to capture and noise oversensing. The rv lead was capped and replaced on (B)(6) 2024. No patient consequences reported throughout the procedure.